Manufacturer narrative:
A steris service technician inspected the cmax 110 surgical table and found the power entry module on the power supply assembly to be broken. The location of the power supply assembly is where the cord plugs into the table from the wall outlet. The technician replaced the power entry module, tested the table, and returned it to service. The damage to the power entry module may be attributed to user facility personnel stepping onto the power cord connection point at the table base. The operator manual states, "warning - tripping hazard: 5.5 battery charging procedure warning - tripping hazard: route the power cord to the receptacle in a position so that it will not be tripped over by personnel in the area." Steris offered in-service training on the proper use and operation of the cmax 110 surgical table specifically, the tripping hazard however, the user facility has not responded. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure a spark was observed at the base of their cmax 110 surgical table where the power cord plugs into the table. User facility personnel unplugged the power cord from the wall outlet and the procedure was completed successfully. No report of injury.